Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic colectomy where the cystic duct and artery were ligated, before leaving the operating room after the procedure, the nurse saw a lot of blood from the drain. The patient had to be re-opened to manage the clips that had migrated off the cystic artery and duct. Clips were reapplied to the patient.